Event description:
(B)(4) I began experiencing sharp, stabbing chest pain 3 days after implantation. I began experiencing migraine headaches 4 days after implantation. The device has been in place for 14 months now, and I am still experiencing constant chest pain, with long periods of exacerbation, and migraine headaches every day. I have undergone 3 more heart caths (post implantation of this device), with mild new findings and EKG changes. I do have a nickel allergy, but did not receive a skin test prior to implantation. The manufacturer currently does not have nickel allergy listed as a contraindication of implantation of this device. I have been hospitalized multiple times, undergone multiple additional procedures, and not have to have open-heart surgery for explantation of the device.